Event description:
It was reported that the patients lead had migrated resulting in inadequate stimulation. It was also reported that the patient was feeling undesired stimulation in the rib area. The patient underwent a revision procedure where in the leads were replaced and was doing well postoperatively. The explanted devices were discarded per to facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7136233.